Event description:
As reported that the patient who had a history of sepsis complication, underwent laparoscopic cholecystectomy procedure for gallbladder cancer on (B)(6) 2024. It was reported that arista ah was used on the surface and the excess was removed. It was also reported that post usage of arista, the patient was diagnosed with infection, abscess and fever. The patient underwent reoperation laparoscopically for observation and cyst was removed, cleaned, and the wound was closed. It was reported that, fever was reduced after the patient underwent reoperation and the current status of the patient was stable.

Manufacturer narrative:
As reported, patient was diagnosed with infection, abscess and fever post usage of arista ah. Based on the information provided, no conclusions can be made as to the extent to which the usage of arista powder may have caused or contributed to the patient's alleged postoperative fever. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The adverse reaction section of the instructions-for-use supplied with the device identifies fever and infection as possible complications. The warning section of IFU states, "arista¿ ah should be used with caution in the presence of infection or in contaminated areas of the body. If signs of infection or abscess develop where arista¿ ah has been applied, re-operation mat be necessary in order to allow drainage." Note, the date of event is considered to be a best estimate as 04-sep-2024 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.